Event description:
Surgical secretary for the hospital, reported in her letter that deputy leader of surgery noted that it was noticed during a surgery that it is not possible to grip the screw with the screwdriver. According to the information in the questionnaire the surgery was completed successfully by using a replacing device without any impairment of the patient.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.